Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. A customer was guided by technical support through a pump reset, after which the error did not reappear, and the customer successfully started their sensor session.